Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, he experienced floaters. Additional information was provided by the patient that he is also experiencing glare and halos with decreased vision and floaters. Additional information was provided by the patient's surgeon that the patient's cataract surgery went well with no immediate nor postoperative complications. There was no patient harm. There are posterior capsular opacities at about 2+. Yag laser has been discussed with the patient. The surgeon feels it is too early postoperatively to recommend yag posterior capsulotomy at this time. The surgeon cannot find a direct correlation between cataract surgery and the patient's severe complaint of halos and poor acuity given the exception of side effects from the implant technology. There are two medical device reports associated with this patient. The right eye is reported under mfg report num 1119421-2019-00400.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations.the product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).